Event description:
This lead was implanted on (B)(6) 2013 and remains implanted up to this date. A clinical form created on 6/19/2013 indicated that device is temporarily located outside the body and may speculate that the lead is partially outside with the device. A procedure which could possibly indicate that an off label use may have been implied. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).